Manufacturer narrative:
(B)(4). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the surgeon removed the tasp, one of the pieces broke on it. Nothing fell into the patient and they were able to finish the surgery without any delay.

Event description:
No additional event information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item was performed and it was found to exhibit signs of repeated use nicked / gouged / worn and the post feature has fractured off all pieces were returned. No change in root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h6 the reported event was confirmed by review of the provided photograph. Visual inspection of the image identified signs of repeated use with nicks, gouges, and wear, and the post feature had fractured off. The device was not returned. Review of the device history records identified no anomalies or deviations during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.